Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. Additionally, the low amplitude was also noted. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. Troubleshooting options were performed. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. The device remains in service.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. Additionally, the low amplitude was also noted. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. Troubleshooting options were performed. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. Additionally, the low amplitude was also noted. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. Troubleshooting options were performed. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.